Event description:
While drilling a bone tunnel the tip of the drill broke off and could not be removed initially. The surgeon made a second incision and created a second drill site, which enabled removal of the drill tip. There was no delay or patient status reported. However, the user facility has admitted to re-using a single use only product.